Event description:
The customer reported the system exhibited errors, a burning smell and failed to produce a live fluoroscopic image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.